Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and a common iliac artery aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis), a gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The gore® excluder® iliac branch endoprostheses were implanted in the right limb. Next, the physician attempted to implant a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) proximally. The physician planned to deploy the device slightly covering the right renal artery, and then reposition with the constraining knob. However, after deployment, the device was covering more of the renal artery than expected, and after using the constraining knob was still covering the right renal artery. Blood flow to the right renal artery was confirmed; however, after the trunk ipsilateral leg was deployed completely and the touch-up was performed, a stent was implanted in the right renal artery. After all devices were implanted, it was confirmed that there was no endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation conclusions code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel, and improper component placement." H.6. Investigation conclusions code d1102 changed to d12 and d15. G.1. Report source updated to foreign.